Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00613. It was reported a pericardial effusion and chest pain occurred. A left atrial appendage (laa) closure procedure was performed. A pericardial effusion was noticed at baseline. A 21 mm watchman ® laa closure device and delivery system and watchman ® access system were used. The closure device was successfully implanted and the procedure was completed. The effusion did not increase throughout the procedure and there were no patient complications. While the patient was in the recovery room, they complained of chest pain. A pericardiocentesis was performed and the effusion was resolved. The patient was fine and there were no further complications. The patient has since been discharged home.